Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an issue with the device not fully inflating. The physician determined that the reservoir tubing was twisted and the pump needed to be repositioned. The reservoir was replaced. There were no patient complications reported.